Event description:
It was reported that asymptomatic patient presented in clinic for follow up. Upon device interrogation, it was discovered that the pulse generator was in backup vvi operations. A device download was performed successfully.